Event description:
According to the reporter, while inspecting the facility's AED devices, the reporter observed that one of their displays the charge-pak, attention, and service wrench icons and will not power on.

Manufacturer narrative:
A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA as provided.